Manufacturer narrative:
(B)(4). Eval method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
A patient received a 2nd degree burn of approx 3 inches on his side after an examination with the sense body coil.